Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2017, reported as "since (B)(6) 2017". (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, routes and durations were not reported). It was not reported if the patient was hospitalized for the event. The consumer reported that the patient has had the peritonitis since last ¿christmas¿ and ¿the patient is on very strong antibiotics and as soon as the patient stops using the antibiotics, the peritonitis keeps coming back¿ (no further detail was provided). Although this was not confirmed, it was reported that the hospital staff now suspects that the infection is in the patient¿s ¿tube¿ (catheter). At the time of this report, dianeal therapies were ongoing. No additional information is available.